Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to an open orange (+2v) wire in the trunk cable connector. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.